Event description:
It was reported by legal that a patient had an initial metal-on-metal right total hip arthroplasty performed on an unknown date with unknown product. Subsequently, the patient was revised due to pain, difficulty ambulating, and pathologic pelvic fractures. During the revision, significant bone loss, tissue damage from osteolysis and metallosis were encountered in both the femur and pelvis. The femoral head was found cold-welded to the stem, but the femoral stem was easily removed with osteotomes due to the bone loss and osteolytic defects. An arcos modular distal stem and proximal body were implanted. The acetabulum was found in fragments, so bone grafting was used under the implanted trabecular metal cup-cage construct to enhance healing and bone continuity. A competitor ceramic on poly head and liner were placed.

Manufacturer narrative:
(B)(4). D10: unknown stem unknown. Unknown head unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presented with fractures involving her pelvis and greater trochanter relating to osteolysis, pain at rest and difficulty with any ambulation. Black metallosis staining found. Femoral head found cold-welded to the stem. Femoral stem removed by osteotome easily released due to bone loss secondary to osteolysis and metallosis. Extensive bone loss in the posterior and anterior columns. A definitive root cause cannot be determined. The complaint is confirmed due to the medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.